Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: the 10" infusion set was received with the 20ga huber needle detached from the wing area due to an epoxy bond break. This unit (tube and separated needle) was patent and did not leak when pressurized with air and fluid. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A lot number was not provided for this device; therefore, a review of the device history record was not possible. Based on the info available and the results of the MFR's analysis of the device, the report that "the device needle dislodged" has been confirmed; however, the MFR's analysis o f the device could not be determined the cause of the needle separation. Therefore, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.

Event description:
On 6/2/97, the facility nurse contacted a MFR sales rep and reported that, on 5/28/97, the device needle dislodged from the needle housing when removing dressing from the access site. The infusion set had been used for seven days. The facility nurse stated that she did not know what may have caused the needle to dislodge from the housing and that this did not happen in the past.